Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient therapy, the thermogard xp ivtm system (sn: (B)(4)) prompted error code mid:09 (air trap assembly). The user facility biomed cleaned the air trap sensor tunnels but unsuccessful cleared the reported issue. No known impact or consequence to patient.

Event description:
Additional information from the manufacturer's service technician on received on 13 nov 2018: the thermogard console (sn (B)(6) issue was resolved by the hospital's biomed. The console functions as intended.

Manufacturer narrative:
Information received from the manufacturer's service technician on 13 nov 2018, stated that the hospital's biomed was able to clear the issue on the thermogard console (sn (B)(6) was placed back in service and further information was not provided as the customer retained the service record. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(6).